Manufacturer narrative:
(B)(6). Patient weight is not available for reporting. (B)(4). Date of initial implant procedure is unknown. Approximately ten years prior to the awareness date of (B)(6) 2017. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient had original surgery for a right humerus fracture approximately ten years ago. During that initial surgery, a small piece of a 2.5 mm synthes drill bit broke and was left implanted inside the bone. Post operatively the implants were bothering the patient. Hardware removal was performed on (B)(6) 2017 and a plate and 5 screws were removed, all were intact and removed without any issue. There were no issues or delay during the revision surgery and the patient was reported as stable. The patient was not implanted with new hardware. (B)(4) captures the event (broken drill bit) occurred during initial implant procedure. This report is for one (1) 3.5 mm cortex screw. This is report 6 of 6 for (B)(4).